Event description:
The customer reported that while the iabp was in use on a pt, they were unable to obtain an ECG signal on the iabp. The third party ECG monitor showed a slight ECG waveform. The pt was switched to another iabp with the same results. The hospital attributes this to the pt's critical condition. The pt expired; however, the customer does not attribute the pt's death to the iabp. The hospital requested that the iabp be evaluated.

Manufacturer narrative:
The company rep tested the iabp to factory specifications. It functioned normally and was returned to the customer. (B)(4).